Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with cutoff hcg urine control and 100 miu/ml hcg urine controls. All results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Customer reported potential false negative urine hcg test result with (B)(4) one step hcg urine cassette test vs positive serum hcg results. A female pt in her twenties was tested to confirm positive results with home pregnancy test. The urine hcg test performed using the (B)(4) one step hcg urine cassette test gave a negative result. The pt was immediately tested on serum test with a result of >300 miu/ml. The physician confirmed her pregnancy. No invasive procedure performed.